Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to perform the displacement test due to motor error alarm. The drive support was inspected and no anomaly was noted. Device had minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4)

Event description:
The customer reported via social media that the insulin pump alarmed motor error. The customer then called and stated that the motor error alarm occurred suddenly, she was not doing anything. The customer stated that the drive support cap sometimes sticks out but it was currently flush. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.